Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history record identified no deviations or anomalies that would contribute to this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified patient had a revision due multiple complications. Patient underwent closed reduction with percutaneous adductor tenotomy due to dislocation of right hip. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00784802300, modular neck g 12/14 neck taper use with +0 heads only, 61680670, 00771301000, modular femoral stem press-fit plasma sprayed cementless size 10, 61813586, 00877703601, bioloxâ® option, head, s, ã¸ 36/-3.0, taper 12/14, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [ remains implanted ]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient's right hip was revised approximately seven years post implantation due to dislocation & that right leg keeps turning inward. A closed reduction and percutaneous adductor tenotomy was performed.